Event description:
On (B)(6) 2022 the patient was implanted with the nalu peripheral nerve stimulator system. The nalu system was implanted to target the suprascapular nerve and treat shoulder pain. After being implanted, the patient reported a fall and loss of pain relief. It was discovered that after the fall, the implanted leads migrated away from the target location. Surgical procedure was performed on (B)(6) 2023 to correct the location of the implanted leads. During the procedure, the implanted leads were replaced along with the implantable pulse generator (ipg). See MDR 3015425075-2023-00057. After the surgical revision in (B)(6) 2023, the patient used the nalu system for nearly 3 years before requesting to have the system replaced due to inadequate pain relief. Assessment of the system while implanted found that the leads had migrated and the system returned impedance issues due to a fracture in one of the leads. On (B)(6) 2026 a second surgical revision was performed to remove the existing dual lead 4-contact system and replace it with a dual lead 8-contact system.

Manufacturer narrative:
The nalu system was assessed in the field by a nalu representative and is reported to have no obvious physical issues other than the fracture in one lead. During the 3 years between surgical revisions the patient is reported to have undergone several unrelated medical procedures, including c-spine fusion. It is possible that the nalu leads were disturbed or damaged during the surgeries, but it is unable to be fully verified.